Event description:
It was reported to philips that the flexvision pc failed to boot up. The device was not in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the flexvision pc failed to boot up. "The host pc was not able to communicate with the flexvision pc within 105 seconds" message received via remote alert. Fse reviewed the log files and found some delays in flexvision pc startup. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc, which is used for the host pc, ip-pc, and flexvision pc. If one of these pcs breaks down, the system stops functioning, and no imaging is possible. Philips has initiated a medical device correction (z-1151-2024). To resolve the issue, fse applied field safety corrective action and replaced hard disk bays and memory sticks. After which the system was returned to good working condition. The codes were updated based on the investigation outcome.